Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes dzi, erl, and hbe. Device is an instrument and is not implanted/explanted. (B)(4). Review of the device history record showed that there were no issues during the manufacturing of the product that would contribute to this complaint condition. Investigation could not be completed; no conclusion could be drawn as no device was returned. Placeholder.

Event description:
During sterilization of the product it was discovered that the electric pen drive reached 20,000 rpm's. Reporter states that the device should reach 60,000 rpm to meet specification. A complaint was generated and the device will be sent in for maintenance. The device did not malfunction during a specific case and there was no patient involvement. This report is for 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis.the reporters complaint that the unit had low rotations per minute (rpms) couldn''t be confirmed. The device was tested and the complaint was not duplicated.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)